Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including death and infection have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis and worsening heart failure heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities. The pump remains implanted

Event description:
It was reported from (B)(4) by the distributer that the patient had mediastinitis. This information was obtained with review of information received regarding an unrelated event. The patient remains hospitalized. There is no other information available at this time. The investigation is ongoing. This report is for the mediastinitis only.

Manufacturer narrative:
The device remains implanted and therefore is not available for evaluation and there is no further information available regarding the event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction or manufacturing issue caused or contributed to the reported event. Patient comorbidities and clinical factors are possible contributors to these types of events that are addressed in the labeling. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.